Event description:
International affiliate reports that after mixing of cement and connection with the confidence pump, it was not possible to build up pressure when turning the pump¿s t-handle. Water came out of the pump and cement did not advance. Another kit was on hand to complete the procedure without significant delay. Note: the customer is only able to indicate that the kit is from one of three production lots - hpfblj, hphbjn, or hphbfr.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Device was not returned to the complaints handling unit for evaluation. While it was initially identified that a product sample was available, three requests have been made for product return; however, 128 days has passed without the arrival of the device. Reports from the hospital identified 3 possible lots used but could not identify the actual lot at issue. As such DHR reviews were conducted on all of the possible lots. No issues were identified during the manufacturing and release of the suspect lots product that could have been contributed to the problem reported by the customer. The products were released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the confidence hydraulic pump was conducted on the product family as the hydraulic pump is identical in all confidence spinal cement kits. No systemic trend was identified as a result of the analysis. Without the product device we are unable to confirm the reported issue or identify the root cause. As there has been no issues identified in the manufacturing or release of the suspect devices, and there have been no systematic trend this file will be closed with no further action required. If the product is returned, the file will be reopened and the device evaluated. Device not returned.